Event description:
Reporter alleged that a patient received the result of 260 mg/dl on the advantage system compared back to back within 10 minutes of a result of 105 mg/dl obtained on a lab system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips were disposed of, so no product will be returned for evaluation.